Event description:
It was reported that a stent expansion issue occurred. The target lesion was located in the non-calcified ostial left anterior descending artery. A 3.00 x 32 mm synergy xd drug-eluting stent was advanced to the lesion. However, the proximal portion of the stent could not be fully expanded despite multiple dilatations. No further information was provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3 - date of event, d6a - implant date: used the first date of the month of the aware date as no date was provided.